Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4). The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. The procedure was completed successfully and the catheter was removed. At this point, the patient became hypotensive and a cardiac tamponade was confirmed via echocardiogram. A pericardiocentesis was performed yielding an unknown amount of fluid. The patient fully recovered with no residual effects. A transseptal puncture was performed (needle brand unknown). There was no information if the patient received any anticoagulation during the procedure. There were no error messages observed on any biosense webster equipment. There were no complaints concerning any biosense webster products or equipment. There was no information about the hospitalization. The physician did not provide causality opinion regarding this adverse event.